Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l3. Extravasation of bone cement occurred on the right anterior lateral side of l3. Final a/p confirmed the extravasation. Reportedly, the extravasation was asymptomatic. The procedure was completed successfully. Patient's status is good. No additional information was reported.

Manufacturer narrative:
Method - follow-up with company representative.